Event description:
It was reported that the ncb plate broke after about 1 mo.

Manufacturer narrative:
Other device used: ncb cancellous screw 5.5 32 I=50, lot: ni. Ncb clamp-screw, lot: ni. This report will be amended, when our investigation is complete.